Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the user was unable to see one facility on health sight viewer (hsv) and could not view stock outs for that specific facility. A technical support specialist dialed into the server, checked the username and cross checked with hsv, found that the username had not been assigned to the facility, advised the customer to contact the pyxis administrator for reassignment and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login and could not view stock outs for that specific facility. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.